Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and concluded the device exhibited normal characteristics. The cause of the bvvi was electrocautery.

Event description:
It was reported when the asymptomatic patient presented to the hospital for a generator upgrade procedure, the pacemaker went into backup vvi mode once the doctor used electrocautery. The device was explanted and replaced. No health complications were reported following the surgery.